Manufacturer narrative:
An event regarding alleged loosening involving a trident psl ha cluster 56mm was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: no medical records were provided. -device history review: (B)(4) devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined due to the minimal information received. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time if devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient's acetabular shell gradually loosened. Cup removed, new tritanium 62 revision shell implanted with 4 screws, new liner, new head. Patient stable.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.

Event description:
Patient's acetabular shell gradually loosened. Cup removed, new tritanium 62 revision shell implanted with 4 screws, new liner, new head. Patient stable.